Event description:
The customer reported that insulin pump kept frozen. The blood glucose was 183mg/dl. The customer changed the battery, but the anomaly continued. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and constant tone due to a faulty component on the motherboard. The device also was received with scratched lcd window.